Event description:
The lay user/pt contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The test strips involved were previously replaced for the same alleged issue. The issue was resolved with troubleshooting using the replacement test strips that we sent to the lay user/pt. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.